Event description:
The customer reported there is no display on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and adjusted the 5v power supply. This MDR is related to ge healthcare complaint.